Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked iodine. The patient stated that they the minicap leaked iodine about a minute after securing it to the transfer set. The patient did not notice any cracks or damage to the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(6). Additional information: device manufacture date: 08/17/2015 - 08/21/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Functional testing was performed by underwater pressure testing the minicap with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.